Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a electrophysiology (ep) ablation interventional procedure using an 8f sheath. Reportedly, after suture deployment, the lever could not be closed and the foot of the prostyle device did not retract. The physician wiggled the lever and device and was finally able to get the foot to retract. An attempt was then made to remove the device from the patient anatomy; however, it was stuck and could not be removed. The physician pulled and twisted the device in attempt to remove it, but was unsuccessful and the device separated into two pieces between the distal and proximal guide. A vascular surgeon was called in and contralateral access was obtained in attempt to snare the separated distal guide of the prostyle device from the patient anatomy; however this was unsuccessful. Cut down surgery was performed. The separated distal guide of the prostyle device was removed. It was noted upon removal that the foot of the device was separated. The foot of the prostyle was retrieved during the cut down surgery. There was tissue noted on the device after it was retrieved and it was thought that the device may have possibly been deployed in subcutaneous tissue; although there had been blood flow from the marker lumen prior to deployment of the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged due to the issue with the prostyle and the need for surgical cut down. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu), as a potential adverse event of use of the device. Force was used in an attempt to remove the prostyle device. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, although some force was applied, it was circumstantial due to the reported difficulties and the device was ultimately removed via surgical intervention. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.